Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue; a new battery inserted in the pump only showed two bars of battery life. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: a review of the black box showed no evidence of a short battery life, a call service 177 warning was recorded due to normal battery wear. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. A test battery cap was used for testing. The rewind, load, and prime steps were performed successfully with all currents within specifications. No intermittent conditions were found to the power printed circuit board. Unrelated to the original complaint, the display contrast was dim and red.